Event description:
It was reported that the usb port on the pump was damaged but the pump was still able to charge successfully. There was no impact to the customer's blood glucose level. However, analysis of returned device revealed that the device could not be charged.